Event description:
Ice catheter failed to produce a useable image. When the catheter was connected to the cable, the image on the display monitor was poor and was not helpful for the physician. The catheter was removed and a new catheter was used. The new catheter provided a good image. No injury to the patient.